Event description:
Healthcare professional reported echo revealed insufficiency iii, prosthesis was o.k., and a paravalvular leak of about 7-8mm at the area of the left-right commissure. Explanting surgeon classified the leak as procedural or surgeon related. Valve was implanted for 35 months and replaced with another mosaic valve.